Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had a fractured metal back patella and it was replaced with a poly patella.

Manufacturer narrative:
An event regarding fracture involving a triathlon mb patellar component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the component was not returned for evaluation. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined as the device was not returned for evaluation and insufficient information was provided. Further information such as device evaluation, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a fractured metal back patella and it was replaced with a poly patella. This is the patient's 3rd surgery. The surgery which took place on (B)(6) 2010 was a left knee revision of a unicompartmentalized knee (conversion to stryker implant). The unicompartmental was not a stryker product.